Manufacturer narrative:
(B)(4).

Event description:
It was reported that a review of the device data was needed to evaluate the battery status and expected remaining longevity. A review of the device data by engineering noted that the battery usage of the device had increased abnormally and the device was malfunctioning. The device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that a review of the device data was needed to evaluate the battery status and expected remaining longevity. A review of the device data by engineering noted that the battery usage of the device had increased abnormally and the device was malfunctioning. The device should be explanted and returned. The device should have enough capacity to support therapy for sixty two days. The device was explanted and was returned. No additional adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. This report is being filed to correct the date of event.